Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported patient was unable to charge and communicate with their ipg. As a result, the patient's ipg was explanted and replaced with a different model. Therapy was restored post-op.